Event description:
The customer reported the IV set balloon while the set was in the pump during a levophed infusion; rate unk. The set had been in use for less than 2 days. It is unk if multiple infusions were connected; or infusion through a common IV line. The pump alarmed for pt-side occlusion and/or fluid-side occlusion. The customer does not believe any IV push meds infused through the levophed line. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.